Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lockscr ø3.5 self-tap l22 sst presented no evidence of a device nonconformance a relation of the product with the reported adverse event. A dimensional inspection for the lockscr ø3.5 self-tap l22 sst was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the lockscr ø3.5 self-tap l22 sst was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dimensional inspection: n/a device history part # 213.022, lot # 5l02301, manufacturing site: werk grenchen, release to warehouse date : 10 june 2019, expiration date: n/a, supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. E1 initial reporter address line 1:(B)(6) . H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient treated in the operating room with performance of: derotation osteotomy of the left femur by direct approach. Lengthening of the left achilles heel by direct approach. Left tibiotalar transplant arthrodesis by direct approach. Left calcaneo-cuboid arthrodesis by direct approach. Installation of a boot for 2 months at the left. Installation of lcp plate diam 3.5mm 6 holes + 6 screws. Some time after, upon waking up, appearance of pain in the area of the thigh and very large edema next to the thigh scar. Clean, non-inflammatory scar. Pain at the palpation of the thigh on its upper part without notion of fall or trauma. The radiographic assessment reveals a displacement of the material of the left femur. Return to the operating room with removal of the material and installation of a screw plate. 4 screws could be removed but 2 other broken screws could not be removed (screw head only).